Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported for a bronchofibervideoscope, the image did not appear and there was a complete black out of the screen. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Event description:
Additional information identified that the patient was under anesthesia during the device malfunction and the bronchoscopic procedure was delayed by 30 minutes. The procedure was completed by replacing with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: a2, a4, b5 h4, h6 and h10. A correction was made to e2 and g2 in addition.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (e3 and g2) and to provide an update to field (h3). The device was evaluated by olympus, and olympus confirmed no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to charge-coupled device unit was damaged during user handling. However, the root cause of the suggested event could not be determined. The event can be detected by following the instructions for use which state: inspection of the endoscopic image olympus will continue to monitor field performance for this device.